Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, ths customer filled the cartridge with cold insulin. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 300 mg/dl.